Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the enclosed footswitch¿s cable was completely severed near the male connector. A functional evaluation was performed. A known good test battery was installed in the unit. The unit¿s main switch was engaged to pressurize the unit. The unit pressurized and locked as designed. The unit was left pressurized for approximately 2 hours. The unit was physically touched by hand at 20 minutes intervals during this two hour period and the enclosure and battery areas were never hot to the touch. The factory test footswitch was connected to the unit and the unit¿s limbs were then manipulated for approximately 8 minutes. The unit was then physically touched by hand again and the unit stayed at a normal temperature. The battery that was sent in with the unit was charged and then connected to the unit. The unit was pressurized for 1 hour and the unit was checked for overheating. No overheated areas were observed. The complaint of ¿getting hot¿ was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the device was getting hot. No significant delay or patient injury reported.